Event description:
It was observed that the sigma tubing attached to a bag containing fish oil lipids was leaking out of the y-site ports of the tubing. It was a slow drip from the bag, the mother of the baby stated that she had noticed it earlier in the day as well. The tubing was immediately changed, and leaking tubing saved. Manufacturer response for IV tubing, (brand not provided) (per site reporter). [Redacted date] emailed rep requesting the RMA and rga.